Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435, 409 and 413 mg/dl. Customer¿s current blood glucose level was 307 mg/dl. Customer experienced difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer is not calling back to perform an high pressure test. Customer was not insisting on insulin pump replacement. Customer wishes to continue troubleshooting. The insulin pump was not returned for analysis.